Event description:
Complainant alleged that while performing CPR compressions onto pt, the electrode pads seemed to be lifting as a result of the CPR puck. The attending clinician held the electrode pads to the pt's chest to keep them on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The customer has indicated that the electrode pads have been discarded and are not available for eval. The customer has indicated that they have had several incidents which were not reported to zoll in the past. Please reference other reports of this nature filed by this customer, on medwatch report numbers: 1220908-2008-03102, 1220908-2008-03103, 1220908-2008-03104, 1220908-2008-03129, 1220908-2008-03130, 1220908-2008-03133, 1220908-2008-03135.

Manufacturer narrative:
The customer has indicated that the electrode pads have been discarded and are not available for eval. Analysis for reports of this type has not identified an increase in trend.